Manufacturer narrative:
Correction: the awareness date should have been (B)(4) 2019 rather than (B)(4) 2019.

Event description:
New information notes that patient was stable during procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with noise on their right ventricular lead. The lead was capped and replaced on (B)(6) 2019. Further information was requested but not received.